Manufacturer narrative:
E. INITIAL REPORTER: EVENT SITE NAME (B)(6). EVENT SITE POSTAL CODE (B)(6). EVENT SITE TELEPHONE (B)(6).

Event description:
IT WAS REPORTED THAT DURING USE, THE CS300 INTRA-AORTIC BALLOON PUMP (IABP) DISPLAYED AN AUTOFILL FAILURE ALARM. AFTER DISCOVERING THE FAULT A BACKUP UNIT WAS USED. NO PATIENT HARM REPORTED. A GETINGE FIELD SERVICE ENGINEER (FSE) WAS DISPATCHED TO EVALUATE THE UNIT. THE FSE REPORTED THAT A PNEUMATIC TEST WAS PERFORMED, AND THE SAFETY DISK DATA WAS FOUND TO BE ABNORMAL. THE SITUATION WAS EXPLAINED TO THE CUSTOMER, AND A QUOTE FOR REPAIRS WAS PROVIDED, BUT THE CUSTOMER REFUSED TO UNDERGO REPAIRS. THE CUSTOMER WAS NOTIFIED THAT A PURCHASE ORDER (PO) IS REQUIRED TO PROCEED WITH DEVICE EVALUATION/REPAIR. AS OF 22-JUN-2026, NO RESPONSE OR PO APPROVAL HAS BEEN RECEIVED FROM THE CUSTOMER. DUE TO THE LACK OF CUSTOMER AUTHORIZATION, THE COMPLAINT WILL BE INVESTIGATED WITH ALL PROVIDED INFORMATION. SHOULD THE CUSTOMER PROVIDE PO APPROVAL AT A LATER DATE, THE COMPLAINT WILL BE RE-OPENED AND FURTHER EVALUATED AS APPROPRIATE.

Manufacturer narrative:
Updated fields: B4, G3, G6, H2, H11. Corrected fields: H6 (investigation type, investigation findings, Investigation conclusion).